Manufacturer narrative:
A visual inspection was performed on the returned device. The reported deformation due to compressive stress was confirmed. The reported difficult to remove could not be tested as it was based on operational context. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the dragonfly opstar catheter encountered resistance with the guide wire during removal. Additionally, a kink was noted on the guide wire after use. Analysis of the returned wire confirmed bends on the distal tip and misaligned/stretched coils. These types of damage are consistent with interaction between the wire and the anatomy or an accessory device. These type of damages would also impact a catheters maneuverability of the wire. It is likely that the wire sustained damage during the procedure, resulting in the reported deformation due to compressive stress and subsequent resistance during removal of the catheter. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed in the left anterior descending (lad) artery with heavy calcification and heavy tortuosity. The hi-torque (ht) balance middleweight (bmw) guide wire was advanced and the dragonfly opstar imaging catheter was delivered over the guide wire without issues. The pullback was completed and removed the imaging catheter from the anatomy. However, the ht bmw guide and dragonfly opstar were stuck and removed together. The guide wire was noted to be kinked. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate report number. D4: the UDI is not known as the part and lot number were not provided.